Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a perceval plus valve size l was implanted in the patient on (B)(6) 2023. Based on information received, patient had hemorrhagic shock- cardiac arrest on (B)(6) 2023. The patient went into pea during egd - hypotension and anesthesia, acute respiratory failure and intubated at the time of code. The patient underwent diagnostic tests and transfusion, but eventually passed away on (B)(6) 2023. As reported, the patient's clinical history included coronary artery disease; arrhythmia: atrial fibrillation; cardiac conduction disorder: rbbb; systemic hypertension; and dyslipidemia. Furthermore, patient went under atrial fibrillation treatment in 2003, and was nyha class ii.